Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the patient showed signs of post-operative bleeding after a hand assisted laparoscopic nephrectomy. No covidien devices were in use for this procedure. There was a small amount of bleeding coming from the mesentery. The surgeon used the ligasure device to seal this tissue. At this moment, a staple line that was approximately 3-4 cm from the jaws of the ligasure opened at the renal vein. There was 300cc of blood loss was observed. The surgeon believes the ligasure's thermal spread or energy traveled from the renal fossa down to the hilum and caused the tissue to desiccate and make the staple line fall apart. This delayed the procedure by over 30 minutes and the case was converted to open to stop the bleeding. Sutures were used on the vein and were not effective. A vascular surgeon was called in to assist with the patient. It was noted that the tissue around the kidney was diseased, inflamed, and had pus on it. The device was discarded and the lot number is not available. The patient is currently in fine condition.